Event description:
It was reported that the (B)(4) collamer single piece lens was aspheric was implanted and removed. Broken capsule, not fully implanted. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Medical review -a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. (B)(4)

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).

Manufacturer narrative:
(B)(4). Visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Both sides of the lens were checked for sharp rough edges and edges were found to be acceptable. Device history review : after going through the device history record review and performing a root cause analysis, there is no evident cause identifiable on what the root cause to this complaint is. The manufacturing process of the lens has been absolved and is not related to the root cause. Based on the available information being provided from the facility, quality engineering concludes that the most likely root causes to the capsule tear may be surgeon technique or patient related issues conclusion (unable to confirm): based on the complaint history, work order search, product evaluation, medical and device history review, we were unable to determine a specifc root cause of the event. (B)(4)